Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 1118880-2012-00001 to provide additional information regarding the results from the evaluation of the returned sample.

Event description:
The user facility reported that the distal portion of the guiding sheath became separated during removal following an intervention procedure. Follow-up communication confirmed that: the procedure involved a contra-lateral approach going up and over the iliac bifurcation; sheath insertion was "difficult" due to scar tissue from multiple previous procedures; "significant force" was used in attempts to remove the sheath following the procedure; subsequently, the "sheath began to unravel" during removal; the patient was taken to the or where the detached material was successfully removed; and the patient is reported to be "doing fine."

Manufacturer narrative:
(B)(4) additional surgical procedure was required to retrieve the detached distal portion of the sheath, but there is no code available. Results is based upon evaluation of user facility information & the returned sample; based upon testing of reserve samples conclusions are based upon evaluation of user facility information; based upon testing of reserve samples the involved device has not been returned by the user facility. Therefore, the investigation was based upon evaluation of user facility information and reserve samples. Inspection and testing of representative retained samples found no defects or anomalies and product performance specifications were met. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description is consistent with the sheath having been damaged as a result of continued attempts to withdraw the device against significant resistance. The cause of the resistance is presumably related to the patients reported tortuous anatomy and numerous calcified lesions. The device labeling does address the potential for such an event in the instructions-for-use, which states: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).

Manufacturer narrative:
Results - (B)(4) is based upon evaluation of user facility information and the returned sample; (B)(4) is based upon testing of reserve samples. Conclusions - (B)(4) are based upon evaluation of user facility information and the returned sample; (B)(4) is based upon testing of reserve samples. Subsequent to the initial medwatch report, the involved device was returned to the manufacturing facility for evaluation. Visual examination of the returned sample revealed that the sheath tubing was apparently gripped with an instrument and compressed just proximal to where the separation occurred. The sheath tubing had been damaged and torn prior to the distal section being completely separated. The event description and appearance of the return sample are consistent with the sheath having been damaged as a result of continued attempts to withdraw the device against resistance. While the source of the resistance cannot be definitely determined, the patient's reportedly calcified vessels and significant scar tissue from previous procedures are likely to have been contributing factors. The device labeling does address the potential for such an event in the instructions-for-use, which states: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.